Event description:
Boston scientific received info that one day post-implant, a telemetry anomaly was exhibited with this subcutaneous implantable cardioverter defibrillator (s-ICD). Internal engineers and the local field rep discussed a thorough step-by-step approach, attempting to reestablish telemetry, the pt remained hospitalized under medical supervision during root cause assessment, as therapy could not be guaranteed. Exhaustive efforts confirmed no external interferences and no issues with any associated programmers. Data files were forwarded for review; boston scientific's engineers made the recommendation to explant the device and return the product for analysis. Subsequently, the device was explanted and returned for analysis. No adverse effect were reported during the replacement procedure.

Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated.